Event description:
The customer reported there was no back up battery. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported there was no back up battery. There was no report of pt involvement. The unit was evaluated by a philips field service engineer, and the issue was further clarified as a battery failure. Replacing the battery resolved the reported issue. The device passed all performance testing and remained at the customer site.